Event description:
It was reported that the patient presented at the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had dislodged, and the physician suspected it was due to tissue on the helix. The device check was performed post-procedure in the procedure room. Upon interrogation, it was noted that the ra exhibited failure to sense. Fluoroscopy revealed that the ra lead had dislodged for the second time after the pocket was closed. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The reported events were lead dislodgement and failure to sense. A complete lead was returned in one piece for analysis with the helix partially extended and clogged with blood/ tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.